Event description:
This is report 3 of 3 for the same event. It was reported that during a total hip surgery, it was observed that the battery casing device, the battery reamer/ drill device, and the battery oscillator device were not running strong. It was reported that the devices were being used together at the time of the event. There was a two minute delay to the surgical procedure. Identical spare devices were available for use to successfully complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.